Manufacturer narrative:
The operating currents are within specifications. No unexpected failed battery test alarms noted. The insulin pump passed displacement test and off no power test. The insulin pump was received with cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display on the insulin pump alarmed failed battery test. It was stated that the contacts on the battery cap are not missing or damaged. It was instructed to clean the battery cap and reinsert the battery; failed battery test alarm occurred again. Blood glucose value was 9.3 mmol/l. The insulin pump would be replaced and returned for analysis.